Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the angle attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the angle attachment device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was found that the locking components were damaged, bearings were damaged, and the there was a locking defect. It was also noted that the device failed pre-repair diagnostic tests for thimble lock operation, nose tube assembly, thimble set screw assessment, and cutter insertion. Therefore, the reported condition of becoming unusually warm was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.